Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely some external force was added to the distal end, damaging the part and it fell off. The instructions for use have the following statement which can prevent the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.".

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was noted that the probe unit tip was broken. Additionally, the protector boot under the light guide tube was cut. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported, that the round distal end of the evis exera ii ultrasonic bronchofibervideoscope separated. No patient harm was noted as a result of this event.